Event description:
A tandem mobi cartridge alarm was reported by the caller, but there was no adverse impact on the customer's blood glucose level. The issue occurred during the load process, and the customer followed the prompt from the tandem mobi mobile app to remove the used cartridge and load a new one. Although the cartridge alarm coincided with a malfunction, the caller successfully loaded the same cartridge and resumed insulin delivery after resetting the pump. The case was subsequently closed by technical support.